Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred and the pressure did not increase, resulting in aspiration failure during ultrasound (us) of cataract surgery with intraocular lens implant. The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet active fluidics management system (fms) cassette was returned and evaluated. The sample failed to prime and generated system message code indicating a vacuum check failure. Visual inspection confirmed the aspiration tubing leaked due to a lack of solvent was applied around the tubing. This observed defect will result in the customer's experience. The root cause of the customer's complaint for a lack of solvent, which can also generate system message code was inconclusive. The most likely root cause was determined to be to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated as the error occurs during the priming and calibration of the cassette. To address root cause during the vacuum test stage/priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on pods the second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).